Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the screen was black. The field service engineer (fse) isolated the power supply, main unit, auxiliary, and drawers within the auxiliary. Drawer 4 was identified as the cause of the power issue. Further isolation revealed that the drawer board in drawer 4.1 was preventing the device from powering on. The controller board was replaced, all cables and wires were reseated, and the inseparable was cleaned. The pyxibus cable was examined, and the system was rebooted. The station powered on successfully, launched the application, and passed all tests in the hardware test application. Functionality was verified, and the escort was able to access the pyxis. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had no power and screen was black. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.